Event description:
It was reported that the shock impedance of the lead was too low. It appears that the lead remains implanted. The involved ICD will be returned for analysis.

Manufacturer narrative:
The lead was received for analysis. Explant date is currently unknown. The ICD and the proximal lead fragments were received for analysis. Upon receipt, the lead fragments were still connected to the ICD. The lead fragments were disconnected from the ICD, and the devices were subjected to a thorough analysis. The lead was found cut 11 cm distal to the df-1 connector pin. The distal lead fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. Analysis revealed a squeezed and deformed lead body 7 cm distal to the df-1 connector pin, as well as damaged insulation and conductor cables. Based on their characteristics, these damages most likely resulted from surgical tools applied during the extraction procedure. The ICD was interrogated, revealing the mos2 battery status, 121 charging cycles were recorded in the devices memory. The visual inspection of the device showed an arc-over mark on the ICD housing, including spots of molten titanium. The memory content of the device was analyzed. The analysis revealed the detection of 38 vf episodes on november 19th, 2023, with a large amount of aborted defibrillation shocks due to a documented shock impedance of less than 20 ohms. This indicates the occurrence of an external short circuit, and is consistent with the results of the ICD visual inspection. The impedance trend data were evaluated and showed normal values, as mentioned in the complaint description. Please note that the displayed trend data correspond to daily mean values of discrete impedance measurements. Therefore, intermittent occurrences of low impedance values may not be observed in the trend data. Furthermore, the occurrence of a short circuit within the lead can be voltage dependent, and therefore may not be present during the pain free impedance measurements, however become evident during a high energy shock. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. As indicated by the arc-over mark on the ICD housing, a potential insulation damage of the non-returned fragment of the hv lead, resulting in an intermittent short circuit path, cannot be excluded. In a next step the ICD was subjected to an electrical analysis. First, the impedance measurement functions of the device were thoroughly tested and proved to be fully functional. The measured impedances were normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. The manufacturing processes for the ICD and the lead were reviewed, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. In conclusion, the ICD proved to be fully functional. Analysis confirmed a proper functioning of the ICD while implanted and in service. An insulation damage of the hv lead cannot be excluded. There was no indication of a material or manufacturing problem of these devices.